Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip that failed establishing final arm angle. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior. The nt mitraclip was the second device to be implanted in the procedure, and was prepared per instructions for use (IFU). Upon successful grasp of the mitral valve leaflets, the deployment sequence was started and establishing final arm angle (efaa) had failed. Troubleshooting steps were performed, and the clip failed 3 more efaa attempts. The device was removed and replaced with another clip. The mr was reduced to 1, and there were no adverse patient effects or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle (efaa). The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).